Manufacturer narrative:
The reported device was returned and evaluation was performed. The initial visual inspection confirmed that the electrode's wire was burnt through. This runs conically towards the breaking point, which indicates that the electrode had been used several times. Each cut removes material from the wire, making it thinner. If the material is too thin, it can burn through/melt at the thinnest point. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cutting loop got severed on the distal end during transurethral bipolar resection prostate surgery. Per report, the surgeon was resecting the prostate tissue for approximately 30 minutes before experiencing the issue. The surgery was completed using another karl storz device. It was confirmed nothing was left inside the patient. There was no report of injury to the patient. For generator, covidien valleylab ft10 and covidien ft0021s cord were used. The settings were set at advanced; 5, 6.

Manufacturer narrative:
The reported device was returned and the initial evaluation was performed. The reported issue was confirmed. The loop on the distal end was severed in half and slight darkness. The proximal end showed no discoloration. Further evaluation of the issue is pending. Once the evaluation is completed, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).